Event description:
Boston scientific received information from the local field representative that they had been called to the hospital to perform a device check. During which a left ventricular (lv) loss of capture (loc) is being observed. The patient is currently on a left ventricular assisted device (lvad). Increased thresholds were also observed at that time. The rep discussed with a boston scientific technical services (ts) personnel possible programming options. There were no adverse patient effects reported. An attempt for additional information with resolution was sent to the local field representative.

Manufacturer narrative:
This report will be updated if additional information is obtained.